Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction code recurs and acknowledged this instruction.